Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hemorrhagic stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient had an acute onset of right arm weakness on (B)(6) 2016. The initial CT scan was negative, follow up CT on (B)(6) 2016 showed ischemic left hemispheric cerebrovascular accident (cva). On (B)(6) 2016 repeat CT showed infarct of deep white matter of left parietal centrum semiovale. The patient continues to have right arm weakness with some recovery; the site states the blood pressure is controlled. The patient had remained hospitalized from the initial implant due to education of the device. Plans from facility to discharge patient home the week of (B)(6) 2016. No additional information provided.